Event description:
It was reported that patient was referred for replacement due to battery depletion. It was indicated that the patient¿s generator only lasted 2.5 years. The mother believes that the device did not last very long at only 2.5 years. The device met all specifications for release prior to distribution and based upon the date of the trim-test tab operation, the device was laser routed the device may be susceptible to premature battery depletion. A review of the generator's internal data verified premature battery depletion. The generator's voltage indicated that the generator had pulse disabled; however, this is inconsistent with the % battery consumed value of 66.789%, which indicates that around 35% of the battery life should be remaining. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Age at time of event:; corrected data; initial MDR inadvertently reported incorrect patient age.

Event description:
The patient underwent generator replacement surgery. The generator was received for analysis which is underway but has not been completed to date.

Event description:
Product analysis for the generator was completed and approved. A visual assessment on the printed circuit board assembly (pcba) showed contaminates on the trimmed edge of the pcba. The battery was removed. The pcba was subjected to an electrical and results show that the pcba failed several electrical tests. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the pcba. After the trimmed edge of the pcba was cleaned, a postburn electrical test was performed and all measured ¿supply current¿ electrical test parameters were now within specification. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions.